Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the rocker switch was found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the cast cutter was running without user activation. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the cast cutter was running without user activation. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.